Event description:
In 2005 - a dental implant was placed in tooth location #19. Subsequently, the pt was experiencing paresthesia. Seven days later - the implant was removed from the pt's mouth. A month later - the clinician was contacted. They stated that the pt's implant was impinging on the nerve resulting in paresthesia. They stated one week post-op they removed the implant. After the implant was removed the paresthesia dissolved. The pt has already had implant re-implanted. The pt is doing well.